Event description:
Reportedly, during the follow-up performed on (B)(6) 2021, a ventricular burst episode that was recorded on (B)(6) 2020, the same day as an in-clinic follow-up, did not show a fast ventricular rate. The 10-hour episode began with a manual sensing test and only displayed 1 minute of the episode. Preliminary analysis of the provided files revealed that the beginning of a ventricular lead issue and/or a lead-pacemaker connection issue at ventricular level is suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2021, a ventricular burst episode that was recorded on (B)(6) 2020, the same day as an in-clinic follow-up, did not show a fast ventricular rate. The 10-hour episode began with a manual sensing test and only displayed 1 minute of the episode. Preliminary analysis of the provided files revealed that the beginning of a ventricular lead issue and/or a lead-pacemaker connection issue at ventricular level is suspected.